Event description:
The emergency room doctor was allegedly unable to remove the trocar from the catheter. The patient was allegedly in a great deal of pain. The catheter was removed and a new catheter was inserted. The new catheter worked without difficultly. Additional information provided by the complainant revealed the patient's pain was allegedly caused by the physician's difficulty in removing the trocar. A second catheter was utilized without complication and the patient did not have any continued pain.